Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the vessel sealing device's jaws had difficulty in opening while on the tissue. The jaws became clamped on tissue and after a few attempts to loosen jaws it released tissue that had been caught. No damage done to the tissue. The device was ceased immediately and replaced with standard ligasure maryland to continue the procedure. There was no patient injury reported on this event.

Manufacturer narrative:
Investigation summary: one device sample was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found the black insulation was able to slide onto the jaws. The outer black sheath was cracked. The reported condition was confirmed. The investigation found the black insulation was able to slide onto the jaws. The outer black sheath was cracked. The black insulation prevented the jaws from opening completely. The damage to the outer sheath is indicative of the shaft being flexed. The investigation identified the root cause of the reported event to be user error. The instructions for use (IFU) states, do not bend the instrument shaft. If information is provided in the future, a supplemental report will be issued.